Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that within the last couple of days, they were getting zapped in both legs when they extremely cough or sneeze. Agent walked pt through connecting the communicator to mystim app and pt was able to connect to the therapy screen. Pt said they were on group d with intensity 3.3. Agent reviewed with pt they could adjust the intensity but if it didn't help, agent redirected pt to the healthcare provider (hcp) and manufacturer representative (rep) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.